Event description:
Patient went into cardiac arrest. Defibrillator charged to 200 joules and shock delivered. Resulting rhythm was ventricular tachycardia and repeat shock required. Defibrillator malfunctioned immediately following the first shock. At this time the defibrillator screen went black with a gray strip across the top of screen. In addition, the led next to the wrench icon lit solid red. Nursing attempted to restart the defibrillator, and disconnect/reconnect defibrillator pads. After restarting the device, the screen still appeared black with a gray strip along the top. Nursing ran to another cath lab procedure room and grabbed a new defibrillator, delaying the second shock by approximately 1 minute. CPR was performed immediately after the malfunction by another nurse. Note that this defibrillator passed all required daily checks that morning. Manufacturer response for defibrillator, lifepak 15 (per site reporter). No response, waiting on report from manufacturer.